Event description:
A home patient (hp) contacted baxter's technical service center regarding feeling too full after therapy. The hp stated he called in the morning and the technical service representative (tsr) assisted him ending therapy early, due to an alarm in dwell. The tsr checked the alarm log and the alarm log showed check supply like at 6:57. The hp stated he felt really full and was 8 pounds heavier than normal and wanted to know if this was because of the bypass in the morning. Ultrafiltration was -2429ml from last night's therapy. There was no discomfort, just felt full. The tsr advised the hp to manually drain using twin bags. Fill volume is 2400ml/last fill volume is 0ml. During a follow-up call with the hp's nurse on 04/23/08, the nurse indicated that the weight gain reported was possibly due to the hp having some difficulty knowing when to change solution concentrations according to weight changes. The nurse indicated that this has somewhat improved with further instruction. The nurse also stated that the hp is dry during the day, and so bypasses the initial drain. The nurse also indicated that she does not believe there was any increased peritoneal volume situation associated with this incident. The nurse did not have any additional information, but did indicate that she has seen and spoken to the hp since the date of this report and he has not indicated any additional problems. The nurse stated the hp is doing fine, and has been able to continue with peritoneal dialysis therapy with no further problems and therefore, did not want the homechoice evaluated at this time. No patient injury or medical intervention was reported. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
The homechoice unit was requested, but will not be returned.